Event description:
It's stated that "while pulling instruments together to take to a case, we found that this osteotome has a bent and knicked tip on it. Not suitable for surgery."

Manufacturer narrative:
Additional info has been requested and if made available, will be reported as supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.